Event description:
A report was received 01/02/2003 from a doctor who had implanted a memory lens in a pt's left eye, which lens has opacified. Visual acuity at exam on 2002 was 0.5 os (20/40). Next exam scheduled for june 2003. The lens has not been explanted as of the time of this report.